Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient felt a zapping sensation in their right groin; the clinical diagnosis was a zapping sensation/overstimulation. It was noted that the event was related to the device or therapy, not related to the implant procedure, and not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2016. Interventions taken included the patient changing to program 1; the zapping stopped and the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that there were no recent change in programs or amps, no falls or trauma, and when the device was turned off, the zapping stopped. The clinical diagnosis was updated to zapping sensation in right groin. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.